Event description:
The pt received two trial leads with the same lot number. It was reported one of the pt's leads broke near the trial cable connection, causing the pt to have partial stimulation. It was reported the pt received effective stimulation on one side of her body with the working or remaining lead. The physician removed the trial leads as scheduled, and discarded the leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.